Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Reporter alleges lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. The device has been returned to the manufacturer.